Event description:
It was reported that a user experienced a communication issue in which the dexcom g7 cgm became unpaired from the ilet, and attempts to re-pair were unsuccessful because the user did not have the pairing code; the user was transferred to dexcom to obtain the code and was advised to enter it to complete pairing. Symptoms included no reported adverse clinical effects and no impact to blood glucose control. Outcomes included no injury and no medical intervention or hospitalization. Investigation included basic troubleshooting with device restart and re-entry workflow and referral to the cgm manufacturer for pairing code retrieval. Investigation of this case revealed a pairing failure limited to the cgm-to-ilet connection, with no evidence of pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related factors associated with missing pairing credentials for the cgm.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.